Manufacturer narrative:
Per the good faith effort response received, it was confirmed that the data acquisition (da) board was damaged. The authorized service personal replaced the da board to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service.

Event description:
Philips received a complaint on the v60 indicating that when the engineer was inspecting and adjusting whether the ventilator in the distribution center was in good condition, he found that the device started up and reported an error and could not go into standby. It was reported there was no patient involvement at the time the issue was discovered as it was reported that the engineer was servicing the device when the issue was discovered. There was no patient or user harm due to this incident. The authorized service personal (asp) evaluated the device and confirmed the reported problem. After investigation, it was found that the data acquisition board had a malfunction and was handed over to the equipment department for maintenance.

Manufacturer narrative:
E1 reporting institution phone number - (B)(6). Reporter phone number - (B)(6).